Manufacturer narrative:
The customer discarded the device, therefore it was unable to be obtained for inspection and a root cause could not be determined. The customer was provided the part number for a replacement power supply to replace with. The welch allyn pediatric/infant scale is intended to be used by clinicians for weighing patients from 0.35 oz to 44 lbs (10 g to 20 kg) and measuring patients up to 32 inches (81 cm), depending on the size of the scale cradle. Although there was no adverse event associated with this incident, if the reported malfunction of frayed power supply were to recur, it could lead to serious injury or death.

Event description:
The customer reported a frayed power supply. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).